Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch klj342, d7889 and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. When opening the suture package, it was found that there had been a single-armed suture though it should be double-armed. There were no adverse consequences to the patient.